Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned to terumo medical corporation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by attempting to reset and redeploy the device. However, when the device was reset to the forward lock position, the anchor was unable to fully deploy from the opening at the distal tip. The anchor did appear to be exiting the distal tip with rotation. The carrier tube and hemostasis sheath were subsequently separated, and the distal end of the carrier tube was found to have been twisted. The complaint was able to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained due to handling resulting in device malfunction. An investigation was performed by the manufacturing facility, however, no issue attributed to the manufacturing process was able to be identified. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Implant date - device was not implanted. Explant date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor did not deploy, therefore manual compression was applied. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.